Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 4.10 e. Fault number = software error (53): line number = 3537. File number = 26. Pump passed displacement test and self test. Pump error 53 alarm found in the pump history due to software error.

Event description:
Medtronic received information that pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.